Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was implanted with an impella cp for support during high-risk cardiac procedure. It was reported that lower limb ischemia was noted. The patient also had a right iliac fracture. There was no access and blood flow could not be secured with an antegrade sheath. After impella cp removal, an intra-aortic balloon pump was inserted and the nicotinamide adenine dinucleotide and dobutamine were increased, and the patient's condition stabilized.